Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal power distributor (upd), axes controller joint (acj) and the grip pads on the master tool manipulator (mtm) since they were worn out. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the units involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic chest anastomosis surgical procedure, that error 32100 occurred when moving universal surgical manipulator (usm) 3. Patient already under anesthesia. The intuitive tech support engineer (tse) reviewed the error logs and found an error against the axes controller joint (acj). There were no reports of patient injury. Intuitive followed up with the customer and was the following information was obtained: the problem occurred before the operation began. The clinical territory associate (cta) communicated the problem with the surgeon, and it was decided to perform the operation robotically with the remaining robotic arms as planned (without using the defective arm 3). As there was no conversion, there was no change to the incisions. A laparoscopic port was used instead of the fourth robotic port. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal power distributor (upd) and axes controller joint (acj) for failure analysis investigation. The units were analyzed and the following information was obtained: the configuration (cfg) acg was analyzed. In log reviews, the issue error 32100 was found indicating the fault, confirming the fault occurred in the field. Visual inspection, no issues were found related to the reported issue. The acj was installed into the golden system where no similar errors were triggered, unable to indicate the fault and replicate the reported event. Then the golden system was set to run video test, 10 minutes sine cycle 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, and verified no source of the fault. The cfg upd was also analyzed. Upon visual inspection, no issues were found that would be related to the reported failure. In artemis, the error 32100 with node on acj3 the error is reported on armnet 3 acj: channel I_brk_zaxis_on (value=246669, high alarm error, confirming the fault occurred in the field. The upd was installed and tested onto a golden pca system where the component functioned as expected. The system started up without any error, with good image. The audio is loud and clear. Epo functionality test, passed. All the gantry motors were moved the full range of motion test deploy for draping function without any issue. Voltage and current monitoring are within range. The system ran 20x power cycles with this board, all passed. The upd remained on the test system for hours in normal operation with no issue.

Event description:
Refer to h11 for follow-up information.